Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v492289, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a urinary tract infection. It was noted, the patient was prescribed cipro for two days and augmentin for five days. It was reported the patient¿s symptoms resolved without sequelae on 2011 (B)(6).